Event description:
Report received of a delay in therapy related to a pump alarm alert. The pt was reported to be receiving epinephrine (1mg in 100ml fluid) at 10mcg/min (30ml/hour) for more than 12 hours, when the pump alarmed with a reported code e51 malfunction alarm. It was reported that the pt was also receiving "maintenance fluid" on another pump. According to the customer contact, to resolve the alarm, stopped the maintenance IV infusion, and placed the cassette from the ephinephrine drip into the other pump. After the "45 second self test", the drip was continued on the new pump with no further alarms reported. The customer contact reported that while getting the pumps switched, the pt's arterial blood pressure dropped from 90/60 to 52/32. It was reported that the pt required an infusion of levophed (2mg in 100ml of fluid) to be started to improve their blood pressure. The levophed drip was reportedly titrated up to 15mcg/kg/min. Though requested, no further info was available.